Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device could not be interrogated. It was impossible to access any device information or download new software. Device replacement is anticipated. The patient was stable.

Manufacturer narrative:
No conclusion code available. The reported field event of an inability to communicate with the zephyr dr pacemaker was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and an anomalous pacing output was observed; the cause was attributed to code corruption. After the device enclosure was cut open, telemetry was re-established. The device was found in backup vvi mode and normal backup pacing output was observed. Further testing, after reloading the product code, did not identify any anomalies. The device exhibited normal functionality and the battery voltage was above eri (elective replacement indicator). The cause of the code corruption could not be determined.

Event description:
Further information received indicating the device was explanted and replaced. The patient was stable.